Manufacturer narrative:
(B)(4). The device was received and the investigation found the bipolar screen was being selected upon powering on without any accessories connected. When an accessory was connected to monopolar 2, message stating "wrong combination of accessory" was displayed, indicating there was already an accessory in monopolar 2. Monopolar 1 and ligasure screens were dimmed with the monopolar 2 bright, which also indicates an accessory was inserted in monopolar 2. The generator completed self-test at power on without fault, indicating the output power circuitry was not engaged. The investigation isolated the cause of failure to the steering relay board; but the root cause component was not identified. The steering relay board was replaced to correct the problem.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The reported condition was identified during an inspection, not during a procedure.

Event description:
The customer report that the bipolar mode continued to activate and would not turn off. The customer contact and site information has been requested.